Manufacturer narrative:
(B)(4). The recipient's symptoms have reportedly resolved. The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced pain and swelling at the implant site. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.